Event description:
It was reported that an innova 2000 system was experiencing a flickering of the image on the live monitor in the exam room during fluoroscopy. The user reported that he had difficulties using the image when it was flickering. The issue resulted in a degraded image quality that can prevent completion of an exam. No pt injury or death was reported. Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed.

Manufacturer narrative:
This malfunction was determined to be reportable as this same malfunction has previously contributed to a serious injury within the last two years. Reference MDR 9611343-2011-00001.